Event description:
It was reported the patient is experiencing pain and discomfort at the ipg site with and without stimulation at the ipg site. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.